Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and after the reset, the error code was no longer displayed. The caller successfully started their sensor session.